Event description:
During failure investigation on the returned cpu board, found that the cpu board is failing with backup alarm failed error. The failure investigation engineer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned cpu board shows that the buzzer ls1 of the customer returned cpu board had failed during a previous test. However, after removing ls1 from the cpu board it operated again. After opening the component no cold solder joints or other defects could be found. The root cause of the failure could not be determined.